Manufacturer narrative:
Philips field service was declined by the customer. The device was not returned for investigation. The customer declined philips services and repaired the unit by replacing the data acquisition to motor controller cable. The device is back in service.

Event description:
Customer reported air and o2 flow sensor failure. The customer reported that the device was not in clinical use at the time the issue was discovered.